Event description:
It was reported that the 7600 system intermittently would not fluoro and no monitor rotation control. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated workstation cable connectors, at b104 circuit board. The system was tested and found to be working as intended and placed back into service.